Event description:
It was reported that bd safetyglide¿ 31 g scale marking issues were difficult to read. This was discovered during use. The following information was provided by the initial reporter: material no. 305937, batch no. 9084825. It was reported that the safetyglide syringe was difficult to use, customer also did not like the safety part and had a hard time reading the units. Consumer stated pharmacy gave her safetyglide syringes. She reported it is difficulty to use due to her arthiritis. She normally gets 3/10ml, 8mm, 31 g syringes. Pharmacy stated they could not get that syringes. She does not like the safety part, also hard to read the unites. Offered to send her the voucher and explained we are still manufacturing the 8mm, 3/10ml, 31g syringes. Explained her pharmacy can order it from their distributors and check among other pharmacies for its availability.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 31 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9084825. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ 31 g scale marking issues were difficult to read. This was discovered during use. The following information was provided by the initial reporter: material no. 305937, batch no. 9084825. It was reported that the safetyglide syringe was difficult to use, customer also did not like the safety part and had a hard time reading the units. Consumer stated pharmacy gave her safetyglide syringes. She reported it is difficulty to use due to her arthritis. She normally gets 3/10ml, 8mm, 31 g syringes. Pharmacy stated they could not get that syringes. She does not like the safety part, also hard to read the unites. Offered to send her the voucher and explained we are still manufacturing the 8mm, 3/10ml, 31g syringes. Explained her pharmacy can order it from their distributors and check among other pharmacies for its availability.